Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small pouch containing a transfer set was wet. It was stated that the twist clamp seemed to be loose. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification. Functional testing performed included leak testing (eight psi underwater pressure test with lab connectors attached), clear passage test, clamp function test, and integrity of seal surface testing (testing of connection between the titanium adapter and the patient adapter). All functional testing performed was acceptable. The reported condition of leak was not verified. Should additional relevant information become available, a supplemental report will be submitted.